Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
An adc customer's home care worker reported that their freestyle freedom blood glucose meter would turn on with the button but not with test strip insertion. It was further reported that because the customer was unable to test she experienced an upset stomach and a loss of consciousness. Paramedics were called and the home care worker stated customer was treated with insulin which is inconsistent with the reported loss of consciousness. Customer was not transported to a health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customers product has been requested back for investigation and a supplemental report will be submitted once investigation results are completed.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Meter was disassembled meter and contamination of foreign material was found. This is a final report.